Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the sensing cables were fractured 0.5 cm proximal of the ring electrode. Some of the filars seemed to be melted together, this indicates that the cables were exposed to heat. This resulted in high lead impedance.

Event description:
It was reported that the left ventricular lead exhibited impedance greater than 2000 ohms. The lead was removed.